Event description:
It was reported during a laparoscopic appendectomy a total of two atb35's was used. After the second firing of both devices they could not fire the instrument again. It was reported the reloads were properly inserted. The case was completed with the two devices, four firings completed the case. One cartiridge, tr35w, is being returned. There was no consequence to the patient.